Event description:
It was reported by the affiliate that the (1) atb35 was used during an unknown procedure. It was reported that the device was empty. The case was completed with another instrument and there was no consequence to the patient.